Manufacturer narrative:
An event of aortic insufficiency was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 25 mm trifecta valve was implanted in a bicuspid valve. On (B)(6) 2018, a 26 mm evolute pro valve in valve was implanted due to aortic insufficiency of the trifecta. The patient has recovered and has been discharged.